Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer insulin pump had failed battery alarm. The customer¿s blood glucose level was 180 mg/dl at a time of incident. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions until replacement cap arrives. The customer was advised that the pump needs to be replaced. Troubleshooting was performed. The insulin pump will not be returned for analysis.